Manufacturer narrative:
9/3/1998-supplemental report #1 sent to FDA. Device not available for eval.

Event description:
The device was used for removal of hemorroids. Reportedly, the stapler jammed. The surgeon used another unit. No pt injury was reported.